Manufacturer narrative:
Balt USA reference: #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: we noted the raptor unit was returned with severe damage near the distal tip. We observed severe damage at the distal end of the raptor unit, including the coil structure and distal portion of the inner liner protruding out of the catheter extrusion. The liner was found to be flattened. We noted the distal tip of the catheter extrusion showed a detached liner. We noted when next to an in-house raptor unit of the same size, the lengths are comparable.- we noted the catheter tip points to the liner being detached from the catheter jacket. There does not appear to be detachment of the catheter jacket as the distal end is uniform. We observed the marker band is no longer present within the returned catheter as noted within the complaint description. Root cause of the reported issue can likely be attributed to damage sustained by the mega ballast and raptor units. Based on the returned devices and reported information, one hypothesis could be drawn: it is possible that some initial damage was sustained by the distal tip (e.g., unintentionally nicked or cut), which then compromised the inner liner. Upon aspiration, the compromised liner was "sucked" shut (i.e., collapsed) and caused the markerband to mechanically separate from the liner and the raptor unit completely. With the markerband separated and liner collapsed, this caused the coiling structure to stretch from within the raptor unit. Based on the reported information, it is believed that the damage found along the mega ballast unit contributed to the reported friction initially encountered. It was reported after the raptor unit was removed, a red 43 also had difficulty advancing through the mega ballast. It is unknown exactly when the kink was sustained, however based on the available information it is likely it occurred either during or before use of the mega ballast unit. The raptor aspiration catheter is constructed using materials and processes commonly utilized in the medical device industry, which do not appear to have contributed to the reported issue. As part of the final inspection for both the raptor aspiration catheter and mega ballast, a 100% final inspection is performed to confirm any released device is free from visual damage. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250300118 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "left m1 occlusion on a 58 year old male. Type 2 arch. Used a mega ballast 100 along with the sim 2 to traverse the arch. Then the raptor 71 along with a colossus wire was put into the mega ballast 100. The physician felt some initial resistance navigating through the mega ballast 100, questioning if the right raptor was opened (not the 74). After confirming it was the raptor 71, the physician continued to traverse to the m1 despite feeling resistance. The raptor 71 was able to reach the occlusion. Aspiration was placed on the raptor 71 along with the mega ballast 100. Upon retrieval the distal radio opaque marker was left in the ica terminus. The tip of the raptor 71 had some clot burden on the tip along with some "spring" like wires. A red 43 was inserted into the mega ballast 100 to try an aspirate that left behind piece. The red 43 did not travel through mega ballast 100 due to more resistance. As a result, the mega ballast was removed and a trackstar 100 was used to navigate back to the ica with a red43. After another attempt to aspirate the lodged distal fragment, it was unsuccessful and the fragment traveled more distal into the aca. Then a trak21 microcatheter was used to deploy a trevo through the remaining raptor fragment to help and capture it and that slipped and was unsuccessful. The aca was still patent and as a result, an sl10 was tracked through the aca and a neuroform atlas was deployed in the aca where the fragment was lodged to help manage patency. Hospital risk management has the product, once they are completed with it, we will send in." Update 30jul2025 - additional information received from the issuer: "1. No MRI done, patient is still intubated. 2. No information on this yet as this patient is still intubated. 3. No damage observed on the catheters prior to use." Update 05aug2025 - additional information received from the issuer: "1. The patient is now extubated and still in the hospital. He is awaiting rehab due to some right sided weakness and aphasia. Imaging shows no occlusion from the left behind fragment, as it was stented to maintain patency. Definitely good news! 2. The hospital risk management team has submitted the attached to the FDA and they're awaiting any further questions from the FDA or the patient's family. If we have any questions, they're open to answer them as well. 3. They have not released the product and I will follow up with risk management on a regular basis to get updates, but they mentioned it could be up to 30 days before the products are released."

Manufacturer narrative:
Balt USA reference: # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "left m1 occlusion on a 58 year old male. Type 2 arch. Used a mega ballast 100 along with the sim 2 to traverse the arch. Then the raptor 71 along with a colossus wire was put into the mega ballast 100. The physician felt some initial resistance navigating through the mega ballast 100, questioning if the right raptor was opened (not the 74). After confirming it was the raptor 71, the physician continued to traverse to the m1 despite feeling resistance. The raptor 71 was able to reach the occlusion. Aspiration was placed on the raptor 71 along with the mega ballast 100. Upon retrieval the distal radio opaque marker was left in the ica terminus. The tip of the raptor 71 had some clot burden on the tip along with some "spring" like wires. A red 43 was inserted into the mega ballast 100 to try an aspirate that left behind piece. The red 43 did not travel through mega ballast 100 due to more resistance. As a result, the mega ballast was removed and a trackstar 100 was used to navigate back to the ica with a red43. After another attempt to aspirate the lodged distal fragment, it was unsuccessful and the fragment traveled more distal into the aca. Then a trak21 microcatheter was used to deploy a trevo through the remaining raptor fragment to help and capture it and that slipped and was unsuccessful. The aca was still patent and as a result, an sl10 was tracked through the aca and a neuroform atlas was deployed in the aca where the fragment was lodged to help manage patency. Hospital risk management has the product, once they are completed with it, we will send in." Update 30jul2025 - additional information received from the issuer: "1. No MRI done, patient is still intubated. 2. No information on this yet as this patient is still intubated. 3. No damage observed on the catheters prior to use." Update 05aug2025 - additional information received from the issuer: "1. The patient is now extubated and still in the hospital. He is awaiting rehab due to some right sided weakness and aphasia. Imaging shows no occlusion from the left behind fragment, as it was stented to maintain patency. Definitely good news! 2. The hospital risk management team has submitted the attached to the FDA and they're awaiting any further questions from the FDA or the patient's family. If we have any questions, they're open to answer them as well. 3. They have not released the product and I will follow up with risk management on a regular basis to get updates, but they mentioned it could be up to 30 days before the products are released."